Event description:
Entritex initiated a pt status mairogram. This mailing was sent to all physicians who are following pts with ventritex implantable cardiac defibrillators and leads. On 12/14/94, ventritex was informed that this pt had died, but was provided with no additional information surrounding the pt's death. To date, attempts to determine the disposition have been unsuccessful but are ongoing. There is no indication that the device caused or contributed to the pt outcome.